Manufacturer narrative:
H3 device evaluation - the tip of the driver is fractured. The fracture plane is perpendicular to the driver's longitudinal axis. This failure mode is indicative of a torsional overload failure but crack initiation from a prior high loading condition can not be ruled out as being a contributing factor to this failure. Review of device history records found (B)(4) pieces of lot 00792up released for distribution on 6/16/2020 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. No corrective actions are recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2023, utilizing the reform mc pedicle screw system. While attempting to adjust a screw, the tip of the adjustable driver (59-sp-0601) broke. The broken tip piece was left in the head of the screw implanted in the patient. The procedure was completed utilizing other instrumentation, readily available in the set. There was no delay to the procedure.

Manufacturer narrative:
Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the polyaxial screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. Initial reporter occupation - other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2023, utilizing the reform mc pedicle screw system. While attempting to adjust a screw, the tip of the adjustable driver (59-sp-0601) broke. The broken tip piece was left in the head of the screw implanted in the patient. The procedure was completed utilizing other instrumentation, readily available in the set. There was no delay to the procedure.